Manufacturer narrative:
(B)(4). The complainant indicated that the stent remained implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 28, 2021 that a wallstent biliary uncovered stent was implanted to treat a large periampullary carcinoma in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, a routine follow up was performed on (B)(6) 2020. During the oesophago-gastro deuodenoscopy (ogd) procedure, it was noted that the stent migrated proximally into the common bile duct. Reportedly, the stent remains implanted and the physician is comfortable leaving the stent in place. However, a different device was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.